Event description:
It was reported that the bd vacutainer® push button blood collection set experienced air bubbles trapped in tubing and insufficient blood flow during use.

Manufacturer narrative:
Investigation: investigation summary: investigation conclusion: based on evaluation of the customer samples and retain samples, the customer¿s indicated failure mode for insufficient flow or air bubbles with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer push button blood collection set experienced air bubbles trapped in tubing and insufficient blood flow during use.